Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose was 780 mg/dl. The patient was admitted at (B)(6) from (B)(6) 2014. The customer insulin pump is oow and informed her of the cot insulin pump. The patient was placed to listen to cot guidelines. The patient was asked if she willing to sent her oow insulin pump and she agreed. The customer was sent a returning packaging.